Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received open book image on screen. Customer's blood glucose level was 5.8 mmol/l. Insulin pump was put through the washing machine by accident. Customer reported that the no alarm displayed before the open book image. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.